Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a broken plunger was found at an unspecified time with a bd 3ml syringe with luer-lok tip with vial access cannula. The following information was provided by the initial reporter, "a damaged 3ml syringe. "Crooked plunger" .

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken plunger was found at an unspecified time with a bd 3ml syringe with luer-lok tip with vial access cannula. The following information was provided by the initial reporter, "a damaged 3ml syringe. "Crooked plunger""